Event description:
A customer reported that during a cataract procedure, a patient experienced a corneal burn. The procedure was completed. Additional information has been requested but none has been received.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The system is equipped with visual and audible warning signals to alert the user of an occlusion; however, the surgeon must recognize the signal and manually stop the ultrasound mode. The system also allows the surgeon to modulate ultrasound energy. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ()(B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25 most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).